Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No - 02 (device evalution anticipated but not yet performed) (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015 and the lens was removed due to fb adhesion. The lens was exchanged for another vicmo12.6 and the issue was resolved.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -3.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to foreign body adhesion. The lens was exchanged for a same model and similar diopter lens. The problem was resolved. On (B)(6) 2015, the patient's post-op uncorrected visual acuity (ucva) was 20/20. Device evaluation: the lens was returned dry, in lens case/vial. No damage observed but cannot confirm particulate report in incident. No location or attribute of particulate reported. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).